Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in (B)(6) 2004 and mesh was used. In (B)(6) 2005, the patient reported that sitting was difficult. In (B)(6) 2005, the mesh edge was trimmed where it was through the skin and a stitch was removed. In (B)(6) 2006, the patient was prescribed tens and lidocaine and other analgesics. In (B)(6) 2006, the patient underwent a mesh repair, however, she had no improvement in symptoms. In (B)(6) 2007, the patient's pain was treated with injections into vaginal wall. The patient underwent an exploratory operation and stated that the mesh was visible and spiky points of mesh could be felt with a fingertip for months prior to this. Corticosteroid injections given close the area provided some relief at first. On (B)(6) 2008, the mesh was removed from the right upper fornix. The physician started the patient on local anaesthetics and steroid injections which continued approximately every fourteen weeks. Currently, the patient also uses tramadol for pain and has difficulty walking. She is scheduled for the next corticosteroid injection (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.